Manufacturer narrative:
The device was returned for evaluation. The effluent/supply line, shaft and tip were microscopically and visually inspected. There was blood present outside and inside the device and in the attached waste bag upon receipt. Visual inspection of the device observed a hole in the shaft with the hypotube broken and protruding from the hole at 87cm distal of the strain relief. The separated ends of the hypotube were ovaled, indicating the hypotube was kinked prior to separation. Functional testing was not performed as the device will not run with a broken hypotube. Even though the device was not functionally tested; aspiration issue would have been from the hole in the shaft, as not all the fluid is being dispensed in the waste bag as it was leaking from the hole. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that there was a loss of aspiration. An angiojet solent omni catheter was selected for use. During the procedure, a hole was noted in the catheter shaft and the catheter would not properly aspirate. There were no error messages noted on the console. The procedure was completed with another of the same device. There were no patient complications reported.